Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had water low flow. Per wo review on 16mar2023, there was no patient involvement.

Event description:
It was reported that the arctic sun device had water low flow. Per wo review on (B)(6) 2023, there was no patient involvement. As per the follow up information received on (B)(6) 2023, the device will not be sent in for evaluation. Clarified that the issue was resolved and was done by reconnecting the fluid delivery line. Confirmed that the date of event was (B)(6) 2023.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the issue was not duplicated during testing. No repairs were made. The device underwent general maintenance and passed all applicable testing. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. Therefore, DHR review not required. The reported event is unconfirmed, therefore labeling/packaging review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.